Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) and backlight board. The ventilator was returned to the customer.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ventilator's lower display was blank. There was no patient harm reported.